Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data was received and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after hearing a daily alert. High impedance was observed on the high voltage portions of the right ventricular (rv) lead. The lead impedance trend also showed chronic and intermittent high impedance. The possibility of a loose connector on the implantable cardioverter defibrillator (ICD) was put forth. Action was planned to open the pocket and perform testing. The ICD and lead remain in use. No patient complications have been reported as a result of this event.